Manufacturer narrative:
Product complaint # (B)(4). The following information was received: after investigation, the patient was a 33-year-old male. The patient underwent debridement and sewing in hospital due to "open hand injury" on (B)(6) 2024. The surgeon used w9918 to perform the skin tissue sewing in a continuous suturing manner. During the sewing, the needle tip broke (the specific broken length of the needle was unknown), and the broken needle fell into the patient's tissue. The surgeon visually searched the broken needle and found it. After removal; the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture of the same lot was used for sewing again. The subsequent operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (expiration date) and primary UDI number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 photo analysis investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a damaged needle in the tip area, held in place with surgical forceps. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an open hand procedure on (B)(6) 2024 and suture was used. During the procedure, at 22:40, the patient underwent surgery for "open hand injury". While performing debridement and suturing on the patient, the needle tip broke, and the doctor immediately discarded it. The doctor opened a new package of suture with the same specifications and batch number, and re treated the patient's wound. The broken part of the needle tip was left in the wound, which increased the patient's pain when removed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did the needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - how was the pain treated? Was any additional surgical or medical treatment required? - were there any patient consequences? -please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.